Event description:
It was reported that the patient was hospitalized recently for unrelated issues and during that time the doorknob of the bathroom door in the hospital hit his neurostimulator site. It was noted that the patient reported pain at the neurostimulator site. It was further reporter that ¿it did not work anymore.¿ it was noted that it had been suggested to the patient to have the device replaced but the patient had not been able to schedule the procedure due to other issues. It was further noted that the incident with the doorknob occurred about 1.5- 2 weeks prior to report. Additional information received reported that the patient still had concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient was last seen on 2013 (B)(6) and that he was waiting for the next ¿asap¿ appointment.

Manufacturer narrative:
Product ID 7435, serial# (B)(4); product type programmer, patient product ID 3 487a-33, lot# j0108092v, implanted: 2001 (B)(6); product type lead product ID 3487a-33, lot# j0108092v, implanted: 2001 (B)(6); product type lead product ID 7495-25, serial# (B)(4); implanted: 2001 (B)(6); product type extension product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).